Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete, any additional info will be reported in a supplement.

Event description:
It was reported that, "liner was noticed to be separated from shell on x-ray. Doctor removed liner and 22mm lead. Doctor inspected for damaged, shell locked in. Doctor inserted new constrained liner and 22mm plus n."